Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the equipment, the cardiosave intra-aortic balloon pump (iabp) unit has high temperature alarm. The department staff replaced the equipment on their own. There was no reported injury.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly was leaking. The fse replaced the drive manifold assembly. The unit passed all functional and safety tests and was returned.